Manufacturer narrative:
Following the user's report, olympus dispatched a field service engineer (fse) to the facility to inspect the subject device. Once there, the fse did confirm the reported black dots in the basin and in the mesh filter. Fse replaced all black hoses in the machine using the appropriate hose kit. Then ran a new reprocessing cycle and confirmed no leaks or errors were present. He then verified all subject device components per the manufacturer's instructions. Subject device was successfully repaired and was functioning properly. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus endoscope reprocessor had black dots in the basin following the completion of a reprocessing cycle. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the black material could not be determined. It is possible that the hose in the disinfectant tank had peeled off as small particles by deterioration from long time use, which were identified as black dots. Olympus will continue to monitor field performance for this device.